Event description:
The health care professional (hcp) was having difficulty getting the catheter in place and needed a longer insertion needle. The hcp opted to use the insertion needle from a percutaneous stim catheter. The 15 gauge, 3 1/2 inch introducer epidural needle was advanced through the anesthetized skin and subcutaneous tissue towards the posterior epidural space at l4-l5, with positive loss of resistance technique. Next, the needle was advanced slightly and free flow of csf was noted. At this time, the catheter was threaded through the needle into the subarachnoid space after having confirmed needle tip placement in the subarachnoid fluid by injecting 3 cc of omnipaque and having an adequate myelogram. The catheter was threaded to approx the mid body of t10. The needle was then partially removed and the skin overlying the needle was then incised with a 15 blade down to the intraspinous ligament. When the needle was removed, it was discovered that the catheter had sheared. The tip was left in the distal space and the proximal piece just came out all together and it was determined that it was impossible to retrieve the distal piece of the catheter. A second catheter was obatined and the needle was replaced at l3-l4 interspace in a similar manner as before until csf was seen. Another 2 cc of omnipaque was injected; an adequate myelogram was obtained and free flow of csf was noted. Another catheter was then threaded through the needle into the subarachnoid space and this was taken up to approx at least t9 vertebral body. The stylet was then removed from the catheter and free flow of csf was noted. The needle was gently removed once again and was taken out completely without any trouble. Later, the pt was brought to the recovery room, where the pump was programmed. The pt was given instructions and prescriptions which included instructions to follow up with the hcp. No pt symptoms were reported at the time of the event. The type of medication, concentration and dose being delivered by the pump was not reported. Follow-up provided that approx 6 weeks postoperatively the pt had no symptoms and was reported to be doing fine.

Manufacturer narrative:
Catheter; the health care professional opted to use the insertion needle from a percutaneous stim catheter, which has not been tested for safety by the MFR.